Event description:
No additional information.

Manufacturer narrative:
No 2000e china sample was available for investigation; however the customer reported that "use of pre-filled connection to infusion connector, unable to push fluid". As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience where the syringe could not be pushed when connected to the smartsite. However, it was not possible to identify the root cause of the occlusion from the analysis. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the 2000e china product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: using the pre-filled infusion connector, the liquid cannot be pushed.